Event description:
It was reported to philips that the system gave an alert indicating the generator was busy starting up and that no x-ray possible. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a planned coronary procedure, which was completed as planned because the system status allowed it to finish. The tube was diagnosed after the log entries with hivi and the power inverter involved. The philips field service engineer (fse) inspected the system onsite and confirmed that x-rays were unavailable because the generator was in startup mode. Analysis of the log file showed that the generator reported the error: point evr: resonance frequency too high." As a result, the system prevented x-ray operation and displayed the message: 'generator is busy starting up; no x-ray is possible'. Upon troubleshooting, the fse performed diagnostics on the certeray generator and mrc x-ray tube. Tube conditioning and adaptation procedures were successfully completed, and the tube grid switch test showed positive results. However, image quality issues specifically, visible stripes during fluoroscopy were observed. Afterward, during testing, electrical sparking was detected in the mrc tube, accompanied by a system alert indicating a "tube grid defect." To resolve the issue, the fse replaced the x-ray tube. The defective x-ray tube was returned to philips for failure analysis, and the analysis showed no x-ray and tube current errors. The investigation showed an insulation problem between the filament and the cathode head, due to a partial, small filament short circuit. This insulation problem led to the reported tube current errors. The grid switch electronics are without failure. The tube has been in the system for more than 52 months, so filament wear out is considered normal wear and tear. Grid switch errors and out-of-range tube current are known wear and tear failure modes of an x-ray tube at the end of its lifetime. After the replacement, the system was returned to good working order. The codes were updated based on the investigation outcome.